Event description:
Tabs on one sw734t screw broke off in the main jig threaded area. Incident occurred / was noted during reduction. Surgeon was able to complete without further incident. Screw was removed and replaced. Did not get a full reduction. Could only reduce one side. Facility discarded the screw that was removed. Surgery was prolonged less than 15 minutes.

Manufacturer narrative:
Device will be returned to manufacturer for evaluation.